Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 6 boluses per day, and when they attempted to give themselves a bolus, their ptm (personal therapy manager) found the pump but only progressed to 50% and did not advance further. The patient stated that the handset displayed ¿connecting¿ but did not connect. The patient confirmed that the handset was fully charged. The agent had the patient close all applications, and they assisted the patient with deleting the data. The agent had the patient close all applications again, launch myptm, turn on the communicator, and place it over the pump. The patient confirmed they were able to connect to the pump and successfully deliver a bolus. The agent reviewed information. It was noted that the troubleshooting steps that were taken on the call resolved the issue.